Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device was also listed in this report: device: unknown size 6 ps femur; cat# : unknown; lot# :unknown. Device not available.

Event description:
It was reported the patient had a stage 1 revision of competitor implants in the patient's right knee in (B)(6) 2020. In (B)(6) 2020, patient presented with the original infection resolved and a new infection in the joint. Surgeon reported patient's non compliance as a contributing factor. The spacer (which was comprised of a 5x13 all poly tibial component and size 6 ps femur, placed with the expectation that they would later be replaced by permanent components) was exchanged for another spacer (comprised of a 4x11 all poly tibia and size 5 ps femoral component). Rep confirmed that no further information will be released by the hospital or surgeon.